Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt underwent surgical intervention to replace the scs ipg (reference MFR report: 1627487-2014-26307). During the procedure, it was observed that one of the pt's leads was fractured. The physician explanted and replaced the lead. Effective coverage as achieved following the procedure. It was noted the procedure was extended more than one hour as a result of the reported issue. The facility discarded the explanted lead, therefore, it will not be returned to the MFR for analysis.